Event description:
According to the user facility, the device displayed a "...fail-safe..." Error. There were no adverse effects to patient reported.

Manufacturer narrative:
Device evaluation: the device was received and the reported error condition was confirmed. An in depth investigation identified the root cause to be related to a software anomaly that originated during development that causes a particular history log corruption to occur. Under infrequent circumstances, a "watchdog fail-safe" alarm is triggered. When this occurs, the error condition is persistent and recurs on every power-up, preventing further use of the pump. Smiths medical implemented a corrective action to update the application code in a new software version (v1.1.2) to resolve this issue. Additionally, smiths medical performed a recall in response to this issue. In february 2012 smiths medical informed customers of this issue and made arrangements with each customer to upgrade all pumps with the updated software.